Manufacturer narrative:
As reported, the spectrum autopass suture passer is expected to be returned for evaluation. However, as of this filing, the "damaged" passer has not yet been received by conmed. A supplemental and final report will be filed upon the completion of the device evaluation and the complaint investigation.

Event description:
The user facility reported that during a rotator cuff repair procedure, the surgeon had difficulty retrieving the suture with a conmed spectrum autopass suture passer. It was then noticed that part of the retrieval mechanism on the passer was missing. Using an alternate suturing device and suture forceps, the procedure was otherwise completed with no patient injury and only a 2-minute delay. As reported, no evidence of the missing piece was noticed during surgery or evident of the broken piece was in the joint. This led the team to believe that the piece was most likely absent prior to the passer being used. It was also reported that as a precaution, the patient was scheduled for a post-operative x-ray to confirm that the missing device part was not left behind in the surgical site. The part has not been located. This report is filed on the basis of potential for patient injury with recurrence.

Manufacturer narrative:
The complaint was confirmed. The suture passer was returned and was visually examined. The evaluation indicated that the suture retrieval mechanism (aka trap door or window) was broken and the distal portion was not returned with the suture passer. Many abnormal marks were observed near the fracture site, inconsistent with the device's use and indicating that the trap door may have be manipulated by another instrument at this location. The fracture site appeared cupped, consistent with tensile failure, which supports the possibility that the distal end of the trap door was pulled at failure. This device was manufactured on 01-dec-2015. The service history was reviewed and no data was found. A 2-year review shows there have been a total of 17 complaints, two of these have been adverse events. During this same 2-year time frame, approximately (B)(4) units were sold worldwide. The occurrence rate for this failure mode is 1.5 percent. The risk documents have been reviewed. The risk analysis determined that the risk is acceptable. We will continue to monitor this device via the complaint system to ensure product safety. The use of the autopass suture passer and needle is very technique dependent. To reduce the risk injury to the patient, the instructions for use (IFU) provides the following warnings and precautions: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument.